Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(6) registry, a patient underwent revascularization due to restenosis approximately four months after the index procedure. The restenosis was discovered during routine testing. The patient was asymptomatic. Angiography revealed 68% stenosis. The lesion was 9mm in length and mildly calcified. An angioguard was used for the procedure and the restenosis was treated with balloon angioplasty with a 5.0 x 20mm aviator balloon at 10atm. There was minimal residual stenosis and the patient was discharged the following day without injury. At the time of the index procedure, angiography revealed 80% stenosis in the right distal internal carotid artery. The lesion was described as 5mm in length and ulcerated. The reference vessel was mildly tortuous. A 6mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 20mm precise pro rx was implanted at the target lesion and the angioguard was retrieved with debris observed in the filter basket. The patient was discharged the following day with (B)(6) and rankin stroke scores of 0. Discharge medications included aspirin and clopidogrel.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this sapphire study patient underwent carotid stent implantation and approximately four months post index procedure suffered instent restenosis. This is a (B)(6) male with medical history including stroke, hernia repair, lumbar surgery, hyperlipidemia, smoking, diabetes, contralateral carotid occlusion and hypertension. This patient meets the high-risk criteria of contralateral carotid occlusion. At the time of the index procedure, angiography revealed 80% stenosis in the right distal internal carotid artery. The lesion was described as 5mm in length and ulcerated. The reference vessel was mildly tortuous. A 6mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 20mm precise pro rx was implanted at the target lesion and the angioguard was retrieved with debris observed in the filter basket. The patient was discharged the following day with nih and rankin stroke scores of 0. Discharge medications included aspirin and clopidogrel. Four months post index procedure during routine testing; a restenosis was discovered inside of the index stent. The patient was asymptomatic at that time. Angiography revealed 68% stenosis. The lesion was 9mm in length and mildly calcified. An angioguard was used for the procedure and the restenosis was treated with balloon angioplasty with a 5.0 x 20mm aviator balloon at 10atm. There was minimal residual stenosis and the patient was discharged the following day without injury. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15085134 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. Manufacturing records for lot 15085134 were reviewed under (B)(4) by ndc representatives and the product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc), for part number: 23542 and stent lot numbers 507110, 507109 and 505383; and the results indicate that the stent shipped meets specified release requirements. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, smoking.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.